Event description:
It was reported that a patient experienced air in the patient line of an amia automated pd cycler set with cassette without an alarm. This was observed after priming, during fill for peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. The patient would complete therapy by manual exchange. Continuous ambulatory peritoneal dialysis was discussed. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.